Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort during use of the device. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient had discomfort in their arm where the sensor was inserted. The following day, he received a cortisone injection for generalized pain in the shoulder. At the time of the report, ten days after the injection, he was still having pain. No additional patient or event information is available.